Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Due to the issue, customer's blood glucose level was indicated as "high," without a specific value provided. There was an adverse impact on the customer¿s blood glucose level. To address the high blood glucose, customer administered a correction bolus via the pump or a manual injection and did not require third-party assistance. To resolve occlusion issues, customer changed the infusion set and cartridge and resumed insulin use. Frequent occlusion problems persisted, prompting follow-up for additional assistance.